Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review the latest merlin.net session records revealed the episodes occurred in 2013 and were cleared at that time. No new episodes have occurred. The patient was stable.